Manufacturer narrative:
Citation: manoharan g et al. Treatment of symptomatic severe aortic stenosis with a novel resheathable supra-annular self-expanding transcatheter aortic valve system. Jacc cardiovasc interv. 2015 aug 24;8(10):1359-67. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study performed to evaluate the safety and clinical performance of transcatheter aortic valve replacement (tavr) in high or extreme-risk patients with symptomatic aortic valve stenosis. This was a single-arm, multicenter pivotal study between october 2013 and july 2014. The study population included 60 patients (predominantly female; mean age 82.8 years), all of which were implanted with a medtronic corevalve evolutr (serial numbers not provided). The clinical outcomes were observed for up to 30 days post procedure in which these adverse events occurred: - 7 arrhythmia requiring permanent pacemaker implant: 6 complete heart block, 1 second degree atrio-ventricular block - 3 life-threatening bleeds - 1 supra-annular deployment causing valve migration and severe paravalvular leak requiring valve-in-valve - 2 moderate paravalvular leak (pvl) - 1 acute kidney injury - 5 access site vascular complications: 3 groin hematoma, 1 femoral artery dissection requiring angioplasty, 1 groin bleeding and hematoma due to failed percutaneous closure device requiring stenting no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: events occurred during a (B)(6) clinical study prior to FDA approval.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.